Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up from tandem technical support regarding the issue; therefore no additional information was obtained.